Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer that the customer experienced continuous low blood glucose (bg 47 mg/dl). Food was consumed to address low bg. Customer's diet had changed and had not changed the pump basal rate. Customer discussed the settings with a healthcare provider and tandem technical support assisted the customer with adjusting the basal setting.